Event description:
It was reported on (B)(6) 2025 a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant to treat a patent foramen ovale (pfo). During implant the left atrial disc of the occluder took on a bulbous shape. The occluder was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. During implant the left atrial disc of the occluder also took on a bulbous shape. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder, which was successfully implanted. There were no interactions with cardiac structures. There were no clinically significant delays in the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported during implant the left atrial disc of the occluder took on a bulbous shape. One image from field appeared to show the bulbous shape on the distal disc of the occluder device outside the patient. A 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant to treat a patent foramen ovale (pfo). Please note that per the instructions for use, "the amplatzer¿ cribriform occluder is contraindicated for the following: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects." The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.